Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and display device occurred. Data was provided for evaluation. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected, and pass. Performed transmitter voltage test and passed. Performed a pairing test with nordic bluetooth device and passed. Performed global transmitter functional test and passed all relevant tests. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The root cause is no communication with gaps.